Event description:
Bayer case number: (B)(4) mutilation [injury nos] , implants migrating in the body [device migration] , device deffeetive [device defective] , diffuse pain throughout the body [general body pain] , essure implants heavy metals, [heavy metal poisoning] , loss of social life [social life impairment], disability [disability] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 15-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of injury ("mutilation") in an adult female patient who had essure (ess205) inserted (lot no. 620727) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device defective ("device deffeetive"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2018. On unknown date she experienced injury (seriousness criterion intervention required), device dislocation ("implants migrating in the body"), pain ("diffuse pain throughout the body"), metal poisoning ("essure implants heavy metals,"), social problem ("loss of social life") and disability ("disability"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to metal poisoning, device dislocation, injury, social problem, disability or pain. The reporter commented: patient¿s current status: on disability actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.